Event description:
False negative result(s). It didn't catch my son's flu. He had a fever of 104 at the time of the test so he was definitely symptomatic and had a high enough viral load that I would have thought it would have caught it. But nope. He tested positive the next day at urgent care. I am very surprised because we had a good experience with this brand's covid only tests.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.